Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. The patient effect of hemorrhage is listed in the prostyle instructions for use as a potential adverse event associated with use of vessel closure devices. The subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: the UDI number is not known as the part and lot number were not provided

Event description:
It was reported this was an arteriotomy closure of a left common femoral artery using a prostyle device after an interventional procedure with a 6f sheath. Reportedly, the foot plate of the perclose device pulled through the artery, resulting in bleeding. For treatment, surgical intervention was performed. No additional information was provided.